Event description:
Initial reporter indicated to their vns consultant that they were having problems with their (B) (4) handheld computer screen freezing at the interrogation screen. A reset did not resolve the issue. The handheld and (B) (4) programming software were returned to the manufacturer for product analysis. Testing on the returned handheld showed it was operating within specifications. An analysis was performed on the flashcard and the reported allegation was not confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.